Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a fracture. There was no fragment fall inside the patient. The procedure was completed using a backup harmonic ace with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found with a broken curved blade. Broken piece, approximately 0.42"" x 0.10"" was returned. No material appeared be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding the harmonic ace instrument had a fracture was confirmed by failure analysis. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).